Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to uterine prolapse, stress incontinence and cystocele. The patient experienced extrusion, infection, urinary/bowel problems and recurrence.(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(4) 2005 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted concurrently with hysterectomy.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that patient underwent botox injection and cystoscopy on (B)(6) 2015,due to urge urinary incontinence. It was reported that the patient concurrently underwent total vaginal hysterectomy, and anterior colporrhaphy.